Manufacturer narrative:
The caution label informs users to not use the pole for transport of the cart, lower the camera during transport and avoid sudden stops and collisions. All product in house has been reworked with the caution label. Additional investigation is ongoing to determine if a design change will prevent further incidents. The device manufacturer date is not known as this product is not lot controlled. The date of manufacturer of the pole involved in this incident was determined to be 2006.

Event description:
The camera pole came off the cart and hit a technician. No injury was reported. Although this event occurred in 2006, it was not determined MDR reportable at that time. A recent complaint was received which was determined to be MDR reportable (report 1419887-2007-00002). The investigation of that incident identified two additional complaints where a technician was hit, although no injury was reported in either event. Both of these complaints are now being reported.